Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model#: sc-8216-70, serial#: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for explant was for patient to undergo a magnetic resonance imaging (MRI). The physician did not suspect device malfunction. Sc-1110-02 ; sn: (B)(4) device evaluation indicated that the device passed all tests performed. Ipg exhibited normal device characteristics. Sc-8216-70 ; sn: (B)(4) device evaluation indicated that the lead's visual inspection revealed that the paddle lead was cut and it has exposed cables in multiple sections. The damage to the lead is consistent with damages done during the explant procedure and it is not considered a failure.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.